Event description:
Boston scientific received information that this pacemaker was tested and noted the longevity remaining went from less than one year remaining to less than six months remaining. There were no programming changes noted for this device. Technical services (ts) discussed that this behavior is not uncommon after testing and operating in different bins for battery consumption. Ts indicated that less than six months to less than one year was an accurate longevity calculation an recommended monitoring the device. No adverse patient effects were reported.

Event description:
Additional information indicated that this device was explanted due to normal battery depletion.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.